Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer verified that the station up and running with all drawers and doors closed with no drawer failures. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple cubie drawer was failed. The customer stated that the user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.